Event description:
Customer reporting "pt reaction". Pt was initiated onto hemodialysis with a dry pack f80a dialyzer. The dialyzer had been primed for use with 2000cc normal saline. The dialyzer was recirculated (amount of time not reported) while ultrafiltrating 1000cc (1000cc ns was flushed from blood to dialysate side by uf). The saline prime was replaced with new saline prior to pt connection and the pt was "bled on" (the prime was wasted). As reported to qs, the priming procedure met with co's labeling for preparation for dialysis-dry pack. The concomitant products in use were: medisystems readyset bloodlines, granuflo concentrate with a loop/central delivery of acid and bicarbonate (lot numbers and samples to be obtained). Within minutes (exact time not reported) of pt connection or treatment, the pt developed chest pain, shortness of breath, tightness in the throat. The pt was given solumedrol 125 mg IV, the dialysis was discontinued and the pt was not reinfused (the extracorporeal circuit was discarded). Blood loss was approx 200-250cc. The dialyzer was saved. It is not rinsed and contains the pt blood. * shipping info revealed that 2 lot numbers of f80a were delivered on or about 10/5/1999:lot 9ju201 and 9ju228. 10/18/1999 verified with user facility that the suspect dialyzer's lot number was 9ju208. Additionally, this pt treatment history also provided by the reporting facility and received 10/19/1999. The pt had demonstrated similar symptoms on three previous hd treatments with two other f80a dialyzers with lot #8m21108.